Event description:
The customer stated that there was a ECG com error power up. No patient involvement.

Manufacturer narrative:
Device will be updated, tested and returned to the customer upon approval of a purchase order. The device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed and caused by loss of communication between an ic chip and its socket on the preamp board. This caused the microcontroller not to boot, generating the error code. When the ic was re-inserted into its socket, the error code was eliminated. The circuit board will be replaced with a socket-less board upon approval of the purchase order.